Manufacturer narrative:
The customer¿s report of a damaged set tubing was confirmed. Visual inspection of the set was done for obvious issues/damage such as kinked tubing, pin holes, tears, disengagements, cracks, fractures, contaminants, incorrect orientation, and component misassembly further visual inspection of the set noted the distal extension portion of the set was not connected to the rest of the set. A slice cut was observed on the tubing between the female luer and smartsite component of the distal extension. Further examination under magnification measured the cut to be 0.11 inches in length. Also observed around the tubing area of the cut were indentations likely due to the engagement of the slide clamp. No other obvious damages were observed around the cut tubing area. Functional testing confirmed leaking at the cut area. Further inspection under magnification of the slide clamp observed no obvious flash or sharp edges. Pressure testing resulted in no leaking. The root cause of the damage was not identified.

Event description:
It was reported that the tubing has a hole in it midline. It was confirmed that there was no patient harm associated with this event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported the tubing had a hole. There was no patient harm.